Event description:
During a crown procedure, the double sided mirror was used to retract the pt's cheek. The outer mirror fell into the pt's mouth. It was immediately visualized and removed with high vacuum evacuation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.